Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant procedure of the leadless implantable pulse generator (ipg), pacing pauses, undersensing, decreasing impedance and unstable thresholds were observed. The leadless ipg was reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.